Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The surviving spouse of the deceased and their attorney have indicated that the patients implantable cardioverter defibrillator (ICD) system¿"failed to function appropriately leading to the death" of the patient.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.